Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, cat#: 00598003701 lot#: 63038734 nexgen posterior stabilized polyethylene articular surface, cat#: 00596203210 lot#: 63029826 nexgen all polyethylene patella, cat#: 00597206529 lot#: 62735550 palacos antibiotic bone cement, cat#: 00111314001 lot#: 82354428. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06382, 0002648920-2017-00558, 0001822565-2017-06383, 0002648920-2017-00559. Remains implanted.

Event description:
It was reported that patient underwent total knee procedure and 3 months post op started experiencing pain and it was hard to walk. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.